Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was occasionally unresponsive. Additionally, it was reported that pump battery was depleting quickly. There was no reported impact to customer's blood glucose. Customer declined to trouble shoot with tandem technical support. No further information was provided.